Event description:
Consumer claims to have been pierced with inverness ear piercing system on 9/22/98. Two days later she had swelling at the piercing site and removed the earring. She sought medical treatment on 10/2/99 with her physician. There was no improvement and she sought additional medical treatment at the hosp and was prescribed antibiotics.